Event description:
Same patient as MDR ID 2134265-2013-01891. It was reported that during a percutaneous coronary intervention, malposition and stent damage occurred. The 75% stenosed and uncalcified target lesion was found in a moderately tortuous distal left circumflex artery. A 20x2.25 promus element plus (pep) drug-eluting stent was used to treat the target lesion. The pep was deployed to the target lesion and post-dilation was performed with an 8x2.25mm non-bsc balloon catheter. There was a possibility that the pep stent was not well apposed. Ivus catheter was then advanced but was unable to cross the lesion. Stent deformation of pep was then noted, and the stent was found to have shortened in an inward manner. They attempted to use a 15x2.0mm emerge balloon catheter to inflate the deformed end of the pep but it was unable to cross the stent. The emerge was replaced with an 8x1.25mm non-bsc device and dilatation was performed. Another dilatation was attempted with an 8x2.75mm quantum apex balloon catheter but the balloon ruptured at 8 atmospheres at unknown number of inflations. The quantum apex was replaced with another non-bsc device and dilatation was performed. Then, a non-bsc stent was proximally deployed overlapping the stent deformation. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).